Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed there was no image with olympus 180-series scopes due to a damaged patient board (printed circuit board). In addition, service found the scope connector socket was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that when preparing the subject device for use during an unspecified procedure, it was observed that when scopes using maj-1430 (videoscope cable exera ii) were connected, the image was distorted and/or no image was displayed. The user performed troubleshooting and determined the issue was with the subject device (video system center) and not the scopes or the cable. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed (including momentary blackout) and image abnormalities (distortion, etc.) To the extent that tissue can¿t be distinguished could not be identified. However, it¿s likely the cause is related to the printed circuit board and the output connector socket failing due to long-term use/wear. Olympus will continue to monitor field performance for this device.